Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of haze/mist/vapor issue, and system risk analysis (sra). Trending of the haze/mist/vapor issue from 12/2016 to 06/2017 was reviewed and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and analysis. The assignable cause of the haze/mist/vapor issue is the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(6).

Event description:
A customer reported smoke or haze/mist emitting from the sterrad(tm) 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.